Event description:
A discrepancy in the insulin gauge display was reported by the caller, where the amount shown was different from the expected value on a previous day. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the caller to contact them again for troubleshooting if the issue reoccurs, and the caller acknowledged this instruction.